Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip detached inside of the pt at 51,254 joules. Also, it was reported that the fiber tip was flushed out of the pt's bladder. No pt injury was reported. The device was not returned for eval.